Manufacturer narrative:
(B)(4). The customer reported the device powers up in configuration mode. Part identification was provided for the bezel assembly. As of 8/5/2011 the customer has not called back regarding this device. We are considering this a bezel assembly malfunction.

Event description:
The customer reported the device powers up in configuration mode.